Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The patient pump was replaced and the issue solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Through follow-up communication with the technician in charge livanova (B)(4) learned that some water sprayed on the pump during an activity on the unit and this likely led the pump circuit to fail. A review of the DHR could not identify any deviations or nonconformities relevant to the issue.

Event description:
Livanova (B)(4) received a report stating that the heater-cooler system 3t displayed an error code in-service. There was no patient involvement.